Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high pacing impedance. The patient was asymptomatic. No changes were made and the patient was in stable condition.

Event description:
Additional information received indicated the patient presented in clinic for a generator exchange procedure on (B)(6) 2025. The physician noted the pacing impedance on the rv lead was still high and elected to cap and replace the lead. The patient was stable throughout the procedure.